Manufacturer narrative:
Device evaluated by MFR: the handshake connection of the advancer unit was in a mid-backward tightened position and when it was moved forward it was noted that the handshake connection was bent. The catheter was returned in two separate pieces. The proximal catheter was separated from the distal catheter at approximately 24.1-24.5cm from the strain relief. The catheter handshake connection was not snapped to the advancer unit, but a guidewire was inserted in the advancer unit and the proximal catheter unit section. It was noted that the catheter unit coil was broken at the handshake connection area of the catheter unit and also approximately 24.1-24.5cm from the strain relief. The catheter sheath was torn/separated approximately 20cm from the strain relief. Blood was evident in the distal section of the catheter sheath. The broken coil near the handshake connection of the catheter unit and the bend in the handshake connection of the advancer unit is consistent with advancing the advancer knob while the distal gripper remained on the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The rotablator dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". The dfu also states "gently remove the distal rubber gripper from the burr". The most probable root cause is "user related" because the device was not used in accordance with the directions for use. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a procedure a component separation occurred. The catheter body/shaft was broken at the level of the hemostasis valve. No component detached inside the patient's body. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay. However, returned product analysis revealed a shaft fracture at a portion tha could enter the body.